Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient hasn't recharge their ipg in over seven years. As a result, patient¿s ipg would no longer communicate with the charging system is been inoperable. Patient will undergo surgical intervention to address the issue.